Manufacturer narrative:
It was reported that the fireman felt a snap in his left shoulder with tingling and numbness in his fingers. He went to the doctor for treatment and a diagnostic MRI. It was reported that the fireman is possibly still off work. The customer reported that this was a use error scenario in which the fireman was not fully trained on the use of the cot.

Event description:
It was reported that allegedly the cot was loaded off center causing the cot to be lifted unevenly. The cot shifted during this lifting and the fireman tensed up to respond to the cot shifting and received an injury.